Event description:
The customer reported that they can snap the power pack in hard and the charge led comes on but will not stay lit.

Manufacturer narrative:
(B)(4). The customer reported that they can snap the power pack in hard and the charge led comes on but will not stay lit. The device was evaluated at philips. Bent pins are notified on the battery pca. The battery pca was replaced to resolve the issue. Based on the repair info for this device, the reported symptom is consistent with the external power indicator not staying lit [note that there is no charge led on the mrx].